Event description:
It was reported that episodes of noise were observed on the lead. When the pocket was opened, insulation damage was noted near the sense/pacing pin. Attempt to implant a new lead was unsuccessful due to an occluded subclavian vein, therefore the physician elected to leave the chronic lead implanted and monitor the patient.

Manufacturer narrative:
No medwatch form was received.